Event description:
Patient reported right side ruptured implant, diagnosed by MRI. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side ruptured implant, diagnosed by MRI. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these event. Reason for reoperation: rupture.

Event description:
Healthcare professional additionally reported "a lump on left axilla, axillary adenopathy," and "siliconoma in axillae."